Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reported a power on reset (por) error code. It was reviewed with the patient what a por means. The patient was trying to turn their ins back on when the por message was discovered. Patient states they haven't had any medical procedures besides a filling put in their tooth. No patient symptoms reported.